Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer screen was black. The inverter cover and the lcd cover were noted to be melted. The touch screen was dented. There was no evidence of user mishandling. Some parts of the programmer were replaced. The programmer passed all functional tests.